Manufacturer narrative:
H4: the lot was manufactured from april 21, 2019 - april 23, 2019. H10: the actual device was not available; however, a photograph and video of the sample was provided for evaluation. The photograph and video were visually inspected and a leak from the administration port was identified. The reported condition was verified. The cause of the condition was not determined. Due to the nature of the returned sample, no additional testing could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the injection port. This was identified prior to patient use. There was no patient involvement. No additional information is available.